Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported tubing kinked. Primary set tubing 24200007; multiple clinicians expressed that tubing set does not appear to be flexible as the pump tubing utilized with baxter devices. I.e. If tubing gets kinked or dented, the tubing does not fully extend back and indentation remains in the tubing.